Manufacturer narrative:
Subject remains implanted.

Event description:
It was reported that post successful stent-assisted coil embolization (same day) of an unruptured aneurysm located on the left internal carotid artery (ica) ¿ophthalmic segment, minor ischemic stroke occurred requiring medication. The event was resolved without residual effects. The patient neurological assessment post-procedure was mrs was 1. At 2 month and 6 month follow-up, mrs was 0. At 12 month follow-up, nihss and mrs were 0. According to the physician, the minor ischemic stroke was related to the procedure, to the stent (subject device), to concomitant medication, and not related to other devices.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, stroke is a known risk associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that post successful stent-assisted coil embolization (same day) of an unruptured aneurysm located on the left internal carotid artery (ica) ¿ophthalmic segment, minor ischemic stroke occurred requiring medication. The event was resolved without residual effects. The patient neurological assessment post-procedure was mrs was 1. At 2 month and 6 month follow-up, mrs was 0. At 12 month follow-up, nihss and mrs were 0. According to the physician, the minor ischemic stroke was related to the procedure, to the stent (subject device), to concomitant medication, and not related to other devices.